Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic cutting knives were found to be dull during surgery. The surgery was completed with alternative knives on the same day. There was no patient harm. Details of surgery was not reported.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. One opened 2.75mm slit knife with foam protector was received for the report of slit knife was found dull. Sample was visually inspected and found to be conforming. Functional penetration testing was then performed and found to be conforming. A review of the device history record traceable to the possible lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned opened sample was found to be visually and functionally conforming, therefore dull knife as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the knives were manufactured to specifications. However, a nonconformance investigation was completed to investigate the trend identified for failed penetration testing for cutting instruments. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. A sample was not received at the manufacturing site for evaluation for the report dull slit knife; therefore, the condition of the product could not be verified. A cpak lot number was identified, however the lot does not contain knife lot number therefore, a device history review, complaint history review, and non-conformance review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained; therefore, specific action with regards to this complaint cannot be taken. The manufacturer internal reference number is: (B)(4).